Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5105225. Product family: scs-ipg-r upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 205394. Product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(4) batch: 7045793. Product family: scs-linear leads upn: m365sc2218300, model: sc-2218-30, serial: (B)(4) , batch: 507037.

Event description:
It was reported that the patient experienced a seizure and related fall that caused significant lead migration and inadequate stimulation. The patient underwent a revision procedure, and minutes prior to the procedure, the implantable pulse generator ipg had switched on automatically after having turned it off. During the revision procedure, the ipg was replaced and three of the four implanted leads were explanted and two new leads were implanted. Post-operatively, the patient was stable. The explanted leads will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
The leads were not returned and as such, physical analysis of the leads has not been conducted in our laboratory. The implantable pulse generator ipg was returned and analyzed, passed all tests performed, and exhibited normal device characteristics. However, a labeling review was conducted. This review determined that lead migration is a known inherent risk with implanting a pulse generator as part of a system, as documented in the instructions for use IFU.

Event description:
It was reported that the patient experienced a seizure and related fall that caused significant lead migration and inadequate stimulation. The patient underwent a revision procedure, and minutes prior to the procedure, the implantable pulse generator ipg had switched on automatically after having turned it off. During the revision procedure, the ipg was replaced and three of the four implanted leads were explanted and two new leads were implanted. Post-operatively, the patient was stable. The explanted leads will not be returned as they were disposed by the medical facility.